Manufacturer narrative:
D9. Date returned to mfg: (B)(6)2025. H6. Investigation codes: updated. Investigation summary: the affected device was returned for evaluation. Visual inspection performed. No physical damage or defects noted on device. Functional testing was performed. The customer reported issue of under-delivery was unable to be confirmed or duplicated during repair activities. The cause of the reported issue was unable to be determined. No actions were taken to address the reported issue as the cause could not be determined. The service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that "under-dosing of treatment remains at 2/3 full." There was unknown patient involvement.